Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial sensing test, undersensing was observed on the atrial channel which resulted in crosstalk detection. No programming changes were made, and the patient was stable and will continue to be monitored.